Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose of 429 mg/dl at the time of incident. The customer stated that they treated the high blood glucose by bolus. The customer reported that they received another no delivery alarm. The customer stated that they had high blood glucose of 406 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the manual injection. The customer declined to troubleshoot for high blood glucose. The customer performed troubleshooting for no delivery alarm. The insulin did not exit during prime. The customer was advised to perform plunger push and they were able to push insulin through the tubing. The insulin did exit during manual prime. The reservoir will not be returned for analysis.